Manufacturer narrative:
Device passed the functional test, including the self test, rewind test, prime or seating test, basic occlusion test, occlusion test, force sensor test, displacement test and the delivery accuracy test at 0.08730 inches. No unexpected insulin flow blocked alarm or no over delivery anomaly noted during testing. (B)(4).

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer's family reported via phone call that the customer experienced high blood glucose and low blood glucose level. The customer blood glucose level was 549 mg/dl at the time of incident. Customer reported that they allege insulin pump was over delivering. Customer was using insulin pump system within 48 hours of reported high blood glucose event and low blood glucose event. Customer was neither in emergency room, nor admitted into hospital, nor was emergency medical service dispatched as a result of high blood glucose and low blood glucose. Customer reported that they did not allege insulin pump was under delivering. Customer treated with manual injection. Customer performed displacement test and high pressure test and tests were passed. The customer was assisted with troubleshooting and declined for high blood glucose and low blood glucose. The insulin pump will be returned for analysis.